Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer on an unknown date. It was reported that the nurse noticed the bed was wet. The nurse placed a paper towel under the set to see if it was leaking and they were able to see it dripping right at the connector site. Nurse was unable to tighten, but it¿s right at the point where the microbore tubing is bonded to the manifold. The event occurred in critically ill child on extracorporeal membrane oxygenation (emco) support. All lines are compatible, running at 3 cc/hr total. There was patient involved and unknown patient harm.

Manufacturer narrative:
A photo was returned showing a am6100 ext set w/6-port nanoclave manifold with an indication of the leakage location at the bond between the distal male luer of the 6-port nanoclave manifold and the female luer of the extension tube. The used am6100 ext set w/6-port nanoclave manifold was pressure leak tested and leakage was observed and confirmed at the bond between the distal male luer of the 6-port nanoclave manifold and the female luer of the extension tube. The probable cause is an incomplete connection during manual bonding in ensenada. A device history review could not be conducted because no lot number(s) was/were identified.